Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This even, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
The returned enlargers are actually broken at the tip and in the middle of the active part. No material defect was found during analysis of the rupture pattern. No unused product is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. This kind of event is tracked and we monitor the trend.

Event description:
In this event it was reported that an elargisseur (penetration drill) broke. The broken piece was not retrieved and was incorporated into this filling.